Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? When did the issue occurred? A: the issue was occurred intra-op what is the procedure date & event day? A: (B)(6). Could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? No, the patients did not have any consequence. Please confirm. Did the surgery was completed successful? A: yes. What was used to complete the procedure? A: change another suture at another lot. What is the device availability. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2021-09624, 2210968-2021-09625, 2210968-2021-09627, 2210968-2021-09628, 2210968-2021-09629, 2210968-2021-09630

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.